Event description:
Caller reported damage to tandem charging cable resulting in non-functional charging supplies. There was no adverse impact to the customer¿s blood glucose level. Cts resolved the issue by replacing the damaged charging supplies with a two-day shipping service and provided tracking information for the replacement.